Event description:
The company was informed that the patient was seen by the doctor in 2006. Upon palpation of the patient's implant site, the doctor noted "area of soft edema/fluid collection over the superior aspect of implant internal device." The patient was prescribed augmentin es-600 oral suspension for reconstitution 600-42.9mg / 5ml to be taken for 14 days.

Manufacturer narrative:
Advanced bionics considers the investigation of this reportable event as closed. The patient's device was explanted in 2006 for sound quality issue's and there was no unresolved adverse event reported at the time of the explant surgery. This is the final report.